Manufacturer narrative:
(B)(4). The stent remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the xience xpedition, everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The 2.50x12mm xience xpedition is being filed under a separate medwatch report #.

Event description:
It was reported that the procedure was to treat a lesion in the left circumflex artery. The patient presented with unstable angina. An angiography was performed and no thrombus was observed. A 2.50x12mm xience xpedition stent delivery system (sds) failed to cross and the stent became entangled with a previously implanted stent in the same lesion. The sds was removed; however, the stent dislodged. A snare device was used to retrieve the stent. The procedure was successfully completed with a 3.0x33mm xience xpedition sds. The patient was doing fine after the procedure; however, subsequently died the morning of (B)(6) 2017 due to unknown reasons. An autopsy was not performed. No additional information was provided.